Event description:
During global infusion system review the quality engineer found that the customer reported problem, failure code 806:10 on channel a, interrupted delivery. There was no known patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed from review of the event history. The assignable cause was a faulty pumphead module. The pumphead module has been replaced to fix the reported condition. Additional: a service history review has been performed and the device has not been previously serviced for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch submitted when the evaluation results or if additional information becomes available.